Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, altered mental state and possible seizures. The implantable pulse generator (ipg) exhibited pauses on telemetry and the right atrial (ra) lead exhibited undersensing. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.